Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The auto/manual ventilation switch was replaced to resolve the reported issue.

Event description:
The hospital reported that the auto/manual ventilation switch is broken. There is no report of patient involvement.